Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided catheter placement procedure using a broviac cv catheter, single-lumen, 4.2f. On (B)(6) 2026, post-procedure, cracks and fluid leakage were observed near the base of the catheter. The product was repaired using a repair kit on the same day. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one broviac s/l catheter was returned for evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A c-shaped split was noted on the catheter body, approximately 0.5cm from the distal end of the clamping sleeve. The edges of the c-shaped split on the catheter body were noted to be uneven. The surface appeared to be smooth in both regions. An in-house syringe with dye water was attached to the luer. Upon infusion, a leak from the c-shaped split was observed while water exited the distal end of the catheter. Aspiration was attempted and was successful as water fully returned within the in-house syringe. Therefore, the investigation is confirmed for the reported fluid leak and identified catheter burst issues. However, the investigation is unconfirmed for the reported fracture issue as more appropriate catheter burst code has been identified. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided catheter placement procedure using a hickman/leonard/broviac central venous catheter. On (B)(6) 2026, post-procedure, cracks and fluid leakage were observed near the base of the catheter. The product was repaired using a repair kit on the same day. There was no reported patient injury.